Event description:
It was reported the device was used during a laparoscopy and was difficult to open. The device stapled, but did not cut completely. The area was manually cut. Another device was opened to complete the procedure.